Manufacturer narrative:
Updated information: d6b explant date added e1 initial report name added

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. "Purge pressure high" alarm was discussed. No kinks in the line were reported. Changing the purge cassettes was also unsuccessful. Activated clotting time was at 185 seconds. Extracorporeal membrane oxygenation was running concurrently. The company's best practices were discussed and lysis was discussed. The lysis protocol sent via email. The next day a call with the intensive care unit nurse took place and the pump ran on p4. Lyse was running and purge values are back in normal range (purge flow was 0.4 milliliter per hour and purge pressure was 652mmhg). Further procedure was discussed and volume management was discussed. Further ecmella, wound and surrounding tissue without problem was noted and coagulation was in target range. The following day there was a call with the intensive care nurse again. The pump runs without problems on p8. Further ecmella, wound and surrounding tissue without problem were noted and coagulation was in target range. Purge values were stable and in range (purge flow was 11.4 milliliters per hour and purge pressure was 464mmhg).